Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for the split nut recall and channel select led not working, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present.

Event description:
The customer reported that the syringe pump infused faster than intended. The device displayed a scrolling alert of 5mcg/min/0.7ml/hr which they don't feel matches what was intended. They are concerned about the dose/rate conversion. There was no patient harm.